Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the technician encountered difficulty while attempting to deploy and detach the clip assembly from the delivery catheter. However, the clip eventually separated to complete the case. Reportedly, the case was delayed a couple of minutes as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the technician encountered difficulty while attempting to deploy and detach the clip assembly from the delivery catheter. However, the clip eventually separated to complete the case. Reportedly, the case was delayed a couple of minutes as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire was separated per design and the coil was kinked at the bushing. The reported event of clip assembly was difficult to separate from the delivery catheter was not able to be verified. The evaluation revealed that the device was fully deployed and the clip assembly was not returned. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.